Event description:
The pt reported that she was experiencing occlusion alarms. At the time of the call, the pt reported that her blood glucose value was 256 mg/dl. Her normal level is 115 mg/dl. The pt was experiencing dry mouth at that time. She administered an insulin injection to reduce her elevated blood glucose value. During troubleshooting, the pt was advised to disconnect from her body and run a bolus which completed successfully. The pt stated that she will replace her infusion set. Upon follow up, the pt reported that the insulin cartridge had broken beneath the rubber stopper which had caused her occlusion alarm. The pt reported that she replaced the insulin cartridge and her blood glucose had returned to her normal range. The pt did not require medical assistance from a heathcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.